Event description:
The user facility reported to terumo cardiovascular systems that after cardiopulmonary bypass surgery, the arterial line came off of the oxygenator arterial outlet. As this occurred after cardiopulmonary bypass surgery, the product was not changed out, there was no harm to the pt, and the surgery was completed successfully.

Manufacturer narrative:
Terumo did not receive the actual device for eval; however,testing was performed on the same model oxygenator, and the complaint could not be confirmed. Customer technique may have caused the arterial line to slip off of the arterial outlet. All available info has been placed on file in quality management for appropriate tracking, trending and f/u. (B)(4).